Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, difficulty crossing the lesion occurred. Vascular access was obtained via the femoral artery. The 2.50mm, concentric, de novo lesion was located in the severely tortuous right coronary artery. The 2.50x24mm promus element stent could not cross the lesion. The lesion was not treated as the physician believed that other collaterals which were opened during the procedure could support the muscles of the right coronary artery. No patient complications were reported and the patient's status was stable. However, device analysis revealed a stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were misaligned. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).